Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the cylinders would not inflate leaving the patient impotent. A new 15cm x 12mm ipp device with 100ml reservoir was implanted. The patient was stable following the surgery.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to unspecified reasons. A new 15cm x 12mm ipp device with 100ml reservoir was implanted.